Manufacturer narrative:
H6 - 4581: pain, light sensitivity, iris pigment h6 - work order search: no additional similar complaint type events within associated lots were found. Inflammation: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Iris pigment dispersion and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, pain, light sensitivity, iris pigment, pigment on lens and inflammation. The lens was explanted. On the same day in a separate surgery a replacement lens of the same model, power but shorter length was implanted. The problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.